Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon would not fully deflate. The device was pulled from the patient and was cut to remove it from the scope. The device was noted to be scrunched up at the distal end. The procedure had already completed with the original device. There were no patient complications reported as a result of this event

Manufacturer narrative:
Section e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) . Phone number: (B)(6) . Block h6: imdrf device code a1401 captures the reportable issue of balloon failed to deflate.